Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl with trace ketones; suspected cause was unknown. Bg level was addressed by a correction bolus via pump. The customer was instructed to contact the healthcare provider regarding bg level.